Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was burning smell with the device, will not blow hot air, stuck with temp and maintenance light flashing. There was unknown patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. There was a trace of melting/burning in the heater core assembly and burning smell. Event log/alarm history was reviewed - blower was not working at any temperatures. The customer's problem was confirmed. The cause is the defective/burned heater core assembly. Replaced heater assembly to resolve the reported error. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.